Event description:
Dr reportedly detected a corneal burn in the operative eye during routine cataract surgery. Pt was treated with increased lubricants. No add'l surgery or sutures were needed. No permanent damage to the cornea.